Event description:
Following an interventional procedure for stent placement, an angio-seal device was deployed without reported difficulty. Heparin and reopro had been administered at unk dosages. A small amount of blood seepage with a slight hematoma was noted; manual pressure was applied for an unk period of time until hemostasis was achieved. The pt was transferred to ICU where his bp was 142/80. Approximately 15-20 mins later, cardiogenic shock developed and the pt's blood pressure was 80 mmhg systolic. The fellow-in-training examined the pt's groin and failed to note any active bleeding, however, the pt's abdomen was not examined. The pt was transferred to a cardiac cath lab (due to unavailability of ccl staff) where an emergency repeat coronary angiography was performed utilizing the left femoral approach. Upon examination of the right groin and abdomen, it was noted that the pt had a large hematoma involving the anterior wall of the abdomen. Before interventional procedures could be started, the pt experienced ventricular fibrillation. Subsequent resuscitation efforts failed and the pt expired. The angio-seal clinical application specialist reported that the cause of death was a retroperitoneal bleed; no autopsy was performed.